Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after patient transfer the customer was unable to establish arterial pressure waveform via fiber optic and transducer pressure on a intra-aortic balloon pump (iabp). The iabp was switched and arterial pressure was read successfully. Due to patient condition extracorporeal membrane oxygenation (ECMO) was added. Iabp in semi-auto mode on ECG trigger. There was no reported injury to the patient.